Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was over 700 mg/dl. The patient was also hospitalized for a blood glucose for 568 mg/dl. The customer was treated with fluids. During troubleshooting, the insulin pump failed the high pressure test twice. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads. The pump passed the delivery accuracy test.